Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by customer's father that they had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose level was 491 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer's father stated the cannula was bent when the device was removed. Customer declined troubleshooting due to still being hospitalized. Nothing further reported.